Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. The log review did not note an occurrence of the reported issue. Preventative maintenance was performed.

Event description:
As reported by the user facility: infusomat sn #(B)(6) was reported by the nurse with the observation, "no error message, but the propofol bottle was depleted in 3 hours." Upon evaluating the equipment, the nurse discovered that the slide guide was missing fingers, as illustrated in the accompanying picture. Nurse attempted to conduct a tsc; however, nurse was unsuccessful due to a free flow issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.